Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results compared to another meter with readings of "190mg/dl" on the lfs meter and "130mg/dl" on another onetouch ultramini meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/07/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on 5/20/2013 with the following finding: the test strip was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an error 4 was observed during control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (08/05/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/7/2013 and 7/29/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.